Event description:
It was reported that post-paced t wave oversensing was observed. Programming change was made. Additional programming changes were recommended, however no further oversensing was observed. Patient condition is good after the event.

Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed during follow-up. Programming changes were recommended and will be made at next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received indicated that additional post-paced t-wave oversensing was observed during a follow-up. Programming changes were recommended and will be made at next follow-up. The patient was in good condition.